Event description:
Patient reported to orthodontist that the bracket popped off while they were riding in a car with their parents, and that patient was not eating anything or doing anything at that time. A piece of enamel approximately 0.0149" x 0.0149", down-to-dentin, was removed from patient's lower left second biscuspid when the bracket popped off.